Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Additional event details and the reporters title were not confirmed because the customer was unresponsive to follow-up attempts. The lm reviewed the content of this complaint for further investigation and presumed that the cable unit malfunctioned and stopped working because excessive force was applied to the device due to user operation. The lm confirmed the repair history showed the camera head was previously repaired on november 12, 2020. As a result of the device history record (DHR) review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. According to DHR, there was no problem at the time of shipping.

Event description:
The event occurred during an unspecified procedure.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the cause was isolated to a faulty cable unit, resulting in no image. The investigation is ongoing, and a definitive root cause of the reported problem cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image obtained was of poor quality. There was no patient injury, associated with the problem, reported to olympus.